Event description:
It was reported that customer was experiencing high blood glucose. Customer stated he thinks bolus wizard was not calculating correct insulin dosage. Customer's blood glucose was 200 plus mg/dl. The customer was assisted in troubleshooting but was not completed due to no tubing clamps to perform high pressure test and customer was unsure about their basal wizard settings. Customer was advised to speak with healthcare provider regarding bolus wizard settings. It was found in the alarm history that the insulin pump alarmed no delivery. Customer's blood glucose at that time was 175 mg/dl. No troubleshooting done due to it was past event. Customer reported hospitalization last (B)(6) 2014. Customer's blood glucose was 30 mg/dl. Customer was not in a vehicular accident and was treated with IV drip. Customer declined troubleshooting for low blood glucose and bolus wizard. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.